Manufacturer narrative:
Mfg date: the device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: cracked/peeling insulation at shaft. Confirmed failure: cracked/peeling insulation at shaft. Probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Contact forces. Product used beyond defined useful life. The device manufacture date is not known. Gtin: (B)(4).

Event description:
It was reported that the insulation had been compromised.